Event description:
Report received indicated patient suffered a stroke post stent balloon dilatation. This patient had treatment to the right internal carotid artery. There was no calcification or vessel tortuosity and the rate of stenosis was 75% . The lesion was pre-dilatated with a 3mm balloon catheter at 7 atmospheres (unk MFR). The angioguard was used successfully and the precise stent was deployed uneventfully. After post-dilatation was made with a 4mm balloon catheter at 10 atmospheres (unk MFR), the patient developed a stroke with symptoms of paralysis on his left side of the body and language disorder. A cerebral infarction was confirmed by CT and MRI on the ipsilateral side. The patient has recovered from the language disorder (aphasia) and is out of the hospital. The paralysis remains on the left side of the body. According to the physician, after the removal of angioguard, thrombus was confirmed within after basket. It is believed that thrombus might have gone through the filter basket and led the patient to stroke.

Manufacturer narrative:
This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.